Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage located in the tubing event on 27-jun-2024. The set was not in use for more than 72 hours and patient resolved the event by changing supplies as necessary and resumed insulin therapy. No further information available.